Event description:
It was reported that when the device was used during a low anterior resection, the device could not be removed from the tissue after firing. Surgeon used metzanbaum scissors to cut the device from the tissue. The donut appeared to be approximately 60% formed. A leak test was performed, and was negative. The staple line was reinforced with sutures as a precaution.